Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. : the device was returned to b&l and subjected to visual inspection, which revealed that the lens haptic was torn. Root cause: according to the physician, the primary cause of the reported issue was related to use of the lens injector system, where the iol did not advance properly. (B) (4): sutures.

Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the right eye. During surgery, the surgeon had difficulty advancing the lens through the crystalsert lens injector system. The lens was replaced with a backup crystalens, however, the haptics tore when exiting the injector. Intervention was performed in order to enlarge the incision, remove the damage lens and suture the incision. A third crystalens was implanted successfully. Reference MDR #2031924-2010-00015 and 2031924-2010-00017.